Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a plum 360 infuser compatible with ICU medical mednet software where it was reported that the pump battery abruptly died during infusion and shut off without warning. Battery low alarm was triggered, followed by shutdown of pump 13 seconds later. Infusion was resumed on another plum 360. There was patient involvement but no patient harm.